Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a common failure; this condition had the potential to interrupt delivery. This condition was found in the medical b department upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a common failure was confirmed during product evaluation. The root cause of the reported problem was determined to be defective force sensing resistors.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.